Manufacturer narrative:
Date of event is estimated. UDI # is unavailable with lot number. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report 1627487-2019-13922. Related manufacturer report 1627487-2019-13923. It was reported that patient experienced ineffective stimulation. Device system was explanted, and a new system was implanted as a result to resolve the issue. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.